Manufacturer narrative:
The customer¿s report of the device infusing too slowly was confirmed. Review of the pump module error log found no relevant errors related to the reported issue. Functional testing was performed; the pump module was found to be under infusing during the timed rate accuracy test. Internal inspection of the pump module was performed; three out of the four datum posts were deformed leading to a reduced gap between the mechanism fingers and the platen resulting in reduced flow. The probable cause of the device infusing too slowly (under infusing) is the deformation of three of the four datum posts on the bezel. The root cause of the deformation was not identified. The IV set was not returned for investigation.

Event description:
It was reported that the chemotherapy treatment nurse suspected the device was infusing too slowly. The biomed department tested the device and noted the infusion rate was too low for recalibration and that the device failed rate accuracy testing during testing. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the chemotherapy treatment nurse suspected that the device was infusing to slowly, in which the biomed department tested the device to find that the infusion rate was too low for recalibration and that the device failed rate accuracy testing during testing. The customer further stated that there were no adverse effects caused to the patient from the event.